Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an intervention procedure. Reportedly, a needle-to-cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.